Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. Per instructions for use of the device, infection is a known possible risk of use. Cause of the infection was unknown. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a prometra ii 20 ml pump that was explanted due to infection. Cs confirmed that the cause of the infection is unknown. The explanted pump was disposed of at the facility.